Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date with unknown products. Subsequently, patient underwent revision procedures on (B)(6) 2013 due to unknown reasons. Review of invoice history confirmed the modular head and femoral stem were removed and replaced on (B)(6) 2013 and the modular head was removed and replaced on (B)(6) 2013.